Manufacturer narrative:
This ipg serial number was included in the field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-15433. Reference MFR report: 1627487-2013-15434. It was reported the pt has not used her scs system in 8-10 months because it was not helping her pain. The pt indicated her pain areas were covered, but was experiencing uncomfortable rib stimulation. Patient also indicated multiple reprogramming efforts have been unsuccessful. The pt indicates the ipg is uncomfortable and painful if she bumps it. Additionally, the pt stated her physician ordered x-rays in 2010 and no lead migration was observed. The pt wants to undergo surgical intervention at a later date to address this issue.